Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed self testing.

Event description:
The customer reported that, during patient use, an 840 ventilator stopped cycling. The patient was removed from the ventilator. The patient was not harmed or injured as a result of the event.